Manufacturer narrative:
Upon further review and additional information received, a reportable code is not needed for the reported event and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient came back to the clinic post procedure with bright red bleeding from the closure site after the use of a 6-12f mynx control venous vascular closure device (vcd). There was no sign of hematoma or pseudoaneurysm. There was discharge fluid that was described as serosanguineous. There was a substantial amount of drainage was expressed. The patient underwent a supraventricular tachycardia (svt) procedure. Additional information was requested but not provided. The device will not be returned for evaluation.